Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. An abrupt power off can be seen below on event lines 0-3 by the "log_event_on" code without an "log_event_off" code before it: see complaint in question for detail of the event log. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 100 ml infusion was ran on the pump using the end user's current parameters of 100 ml at 2.1 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further investigation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on (B)(6) 2024. Detail of the evaluation can be found in section h of this MDR.